Event description:
A surgeon reported a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the event continues and he is monitoring the pt. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 08/25/2009 and 09/15/2009 by phone. Additional info was obtained from a completed questionnaire for the fellow eye. (B) (4). (B) (4). (B) (4).